Event description:
It was reported that stent dislodgment occurred. A 2.50 x 28mm synergy xd balloon expandable stent was selected for treatment for a lesion in a calcified left anterior descending artery (lad). The synergy xd stent came off the balloon as it was being removed from the calcified lad. The synergy xd stent was snared in the iliac artery. The procedure completed with another 2.50 x 28mm synergy xd balloon expandable stent. No patient complications were reported.

Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.